Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), explanted: (B)(6) 2016, product type: extension. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that there were high impedances over 20,000 on both extensions. The patient symptoms were coming back, they don¿t feel good, and lost therapy. Diagnostics and troubleshooting were performed. Intra ¿op impedance measurements from electrodes and stretch coil, the impedance from the electrodes were okay. The imepdances from both stretch coils were too high. Actions taken to resolve this issue was change the extensions, impedances were normal after this. It was then stated that the issue was not resolved at the time of this report. The patient was alive with no injury. Additional information has been requested to find out if any additional interventions or actions will be needed to resolve this event. If additional information is received, a follow up report will be sent. Reference manufacturer report # 6000153-2016-00391.

Event description:
Additional information received from the representative reported the surgeon was convinced that the problem that occurred was caused by the devices.

Manufacturer narrative:
Device analysis for extension (B)(4) revealed no anomaly found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.